Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer did not hear alarm and woke up with blood glucose of 414 mg/dl. Customer reported that infusion set, reservoirs and insulin were changed 6 times with no resolution. Troubleshooting was performed and customer was advised that insulin pump would be replaced and issue persisted.